Event description:
The pt had loosening of the stem. A revision surgery was performed.

Manufacturer narrative:
This is the first case of revision due to stem loosening involving the femoral stem reference 01.12.024. Document review: quadra h femoral stem size 4 - ref 01.12.024/lot 091032. Document review was carried out on the lot 091032 (60 pieces produced): all parameters were found to be conforming to specs valid at the time of mfg. The washing cycle for metal components were run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Forty four stems belonging to this lot have been already implanted and no incidents have been reported up to now. On the basis of the info collected no conclusion can be drawn. The root cause of the event is unk. Stem loosening is a known complication of total hip arthroplasty. There is no evidence that the event is device related.